Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is not confirmed. A visual inspection showed no sign of physical damage. The exterior of the cycler shows no physical damage. During the simulated treatment of the device the machine passed all test performed without any failures or problems. The valve actuation and system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient had expired while connected to the cycler. Additional information received from follow-up confirmed that the patient had a history of cardiac related issues, had multiple visits to a cardiologist, and the patient had been to a cardiac rehabilitation facility the day prior to the patient's date of death. The patient's pd nurse clarified that prior to the patient's death the patient had fallen down on the way to his bed and had approximately 355ml of residual fluid at the time. The cause of death has not yet been confirmed. The patient's medical records have been requested but have not yet been made available.